Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow and ok keypad buttons required multiple presses to elicit a response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive and required multiple button presses and excessive force to elicit a response. The contrast button has no effect on insulin delivery function. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts. Unrelated to the complaint, the display flex connector was found not to be fully inserted; the display screen was reinserted to confirm the flex was correctly seated.